Event description:
This study aimed to assess the clinical efficacy and feasibility of the perclose proglide suture-mediated closure system for transbrachial access. The study was performed from july 2020 and december 2023, with a total of 100 patients. Manual compression (60 patients) and progilde devices (40 patients) were the methods of achieving hemostasis. Although some complications were noted with the sole use of manual compression to achieve hemostasis, the complications specifically for the proglide device included failure to achieve hemostasis (persistent bleeding) requiring the use of manual compression and elastic bandage compression; hematomas, upper limb swelling and bruising of upper limb. The study concluded that the perclose proglide device ¿benefits the transbrachial approach in clinical practice. The application of perclose proglide is safe and promising, with higher hemostasis efficiency compared with traditional manual compression.¿ specific patient information is documented as unknown. Details are listed in the article, titled ¿application of perclose proglide closure device in transbrachial endovascular intervention¿.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, edema and hematoma, and the relationship to the product, if any, cannot be determined. Reportedly, the device was used in the brachial artery. It should be noted that the perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date of procedure. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - indication for use.